Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was recommended to replace the keyboard. The customer reported to have performed extended self-testing on the device and all tests passed; no parts were replaced. Covidien was not authorized to conduct the repair.

Event description:
It was reported that an 840 ventilator generated an unresponsive keyboard diagnostic message. The ventilator was not in use on a patient at the time of the reported event.